Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2013, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2013. That same day, liver function tests and baseline biliary obstructive symptoms were recorded. A pre-study stent placement CT scan revealed a distal biliary stricture. A sphincterotomy was performed during the study stent placement procedure. The 10mm x 40mm metal stent was deployed in satisfactory position across the stricture. The subject was treated as an inpatient and was later discharged from the hospital on (B)(6) 2013. On (B)(6) 2013, the patient presented to the emergency room with abdominal pains. On (B)(6) 2013 imaging revealed an occlusion within the stent. An endoscopic retrograde cholangiopancreatography was performed and the study stent was removed. Another wallflex biliary rx fully covered stent was implanted. The patient was discharged from the hospital on (B)(6) 2013 and the event outcome is considered to be resolved. The relationship between the event and the study stent placement was reported to be ¿related¿, per the investigator.

Manufacturer narrative:
Note: this event occurred in a patient in the (B)(4) study. (B)(6). (B)(4) for the reported issue of stent blocked/occluded. The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the device was used per the (B)(4) study protocol. The most probable root cause of the reported issue is considered to be an anticipated procedural complication as tissue ingrowth and pain are listed as post stent placement complications in the directions for use (dfu) / product label.